Manufacturer narrative:
Insertion torque was too high for dental implant. Implant could not be placed in the final position. Implant was removed no new implant placed. Dentist did most probably not use any dense bone drill or might not have followed IFU for procedure in type I bone.

Event description:
Insertion torque was too high for dental implant. Implant could not be placed in the final position. Implant was removed no new implant placed.